Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The tensioner of the biopteur broke off after taking the biopsy. As a result, the biopteur could not be tensioned and only a small part of the biopsy could be taken out. This has great consequences for the patient because a biopsy could not be taken again with a new biopteur given the risky location. Patient will most likely have to come again for a risky biopsy (+ thereby probably postponing treatment).

Manufacturer narrative:
Following a thorough review of the manufacturing and inspection records for this lot, we did not identify any deviations or non-conformances. A sample was returned for evaluation, and upon visual inspection, we observed that the linkage had separated from the hinge, aligning with the concern raised. The linkage joint is intentionally designed to be thin to ensure the necessary flexibility for proper operation. Based on our preliminary findings, it appears that the breakage may have resulted from the application of excessive force during use, which could have caused separation at the more delicate point of the linkage. Based on our assessment, the issue does not appear to be related to a manufacturing defect, so no corrective action is planned at this time. However, a failure investigation has been conducted to examine the matter in greater detail. Additional information provided in d9, h3, h6 and h11.